Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported migration could not be conclusively determined. The reported mr and dyspnea are cascading events of the migration. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to a grade of 3. On (B)(6) 2024, the patient returned to the hospital with dyspnea and recurrent mr. Imaging showed the implanted was still stable on both leaflets. However, the orientation was different compared to the orientation after the first procedure. On (B)(6) 2024, an additional mitraclip was performed.